Event description:
It has been reported to philips that the system would not allow the generation of fluoroscopy. The system was noted to be in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the event occurred during the diagnostic procedure, and it was completed using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the device could not record fluoroscopy. Analysis of the log file confirmed that there was malfunction in the ip-pc (image processing pc). During troubleshooting, the fse found that the ippc failed to work. The fse replaced the hard disk, reloaded the software, and recreated the database. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.